Event description:
A malfunction was reported on the customer's insulin pump, with a specific malfunction code indicated. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.